Event description:
Rymed invision-plus neurtal with a lot number of r00420 was found to have a broken piece of center core in micro IV tubing after running IV potassium via a central line. Equipment was kept and will be sent to the MFR.